Manufacturer narrative:
(B)(4)-1 : (B)(6) otv-s7h-1d-f08e sn:7200526 ¿¿¿¿¿¿¿¿¿¿ ¿¿¿:2022/7/11 1. ¿¿¿¿ ¿¿¿¿¿¿ ¿¿¿¿¿¿¿ ¿¿¿ ¿¿¿ ¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿¿¿¿ ¿¿ 2. ¿¿ <¿¿> ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿~¿tier3¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ <¿¿> ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ <¿¿¿¿¿¿¿¿¿> ·¿¿¿¿¿15¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ·2019.11¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ (B)(4).-1 ¿¿¿¿((B)(6). Pdf) 2. Conclusion <conclusions> (1) the root cause of the phenomenon could not be identified. (2) to (4) no investigations conducted because these are tier3 complaints and known phenomena. <observations> (1) we could not determine the cause of the phenomenon based on the investigation result. (1) the cause of the phenomenon is seemingly due to communication failure caused by water immersion of the connector based on the additional report from the repair department. <facts obtained from the investigation> ·unable to check the record because the concerned device was manufactured more than 15 years ago. ·all replaced in 11.2019. (B)(6).-1 attached document ((B)(6). Pdf) 2019.11 (B)(6).-1 ((B)(6). Pdf) tier tier2 universal failure code:(B)(4). Tier tier3 universal failure code:(B)(4). Tier tier3 universal failure code:(B)(4). Tier universal failure code:(B)(4). 742-6288 (B)(4); (B)(6). F22225938-1-final.xlsx (B)(6) otv-s7h-1d-f08e sn:(B)(4) investigation result summary date: (B)(6) 2022 1. Phenomenon (1) intermittent image (2) cable is damaged, loose, and twisted. (3) corrosion on the contact of the connector. (4) scratches on the main body 2. Conclusion <conclusions> (1) the root cause of the phenomenon could not be identified. (2) to (4) no investigations conducted because these are tier3 complaints and known phenomena. <observations> (1) we could not determine the cause of the phenomenon based on the investigation result. (1) the cause of the phenomenon is seemingly due to communication failure caused by water immersion of the connector based on the additional report from the repair department. <facts obtained from the investigation> ·unable to check the record because the concerned device was manufactured more than 15 years ago. ·all replaced in 11.2019. Dl22225938-1 attached document (7101949209.pdf) 3. Investigation result 3-1. Equipment evaluation results <information provided> (1) intermittent image (2) cable is damaged, loose, and twisted. (3) corrosion on the contact of the connector. (4) scratches on the main body <confirmation of contents described in the instruction manual> not applicable because it is not a malfunction caused by misuse by the user. <product confirmation result> the product cannot be confirmed since it has not been returned to the shirakawa factory. Investigation conducted based on the complaint information. <error log check> not conducted because the device has not been returned. <other investigations> the phenomenon was checked in rsa and qir. ·the phenomenon of intermittent image was duplicated at the repair department. ·the repair department pointed out water immersion of the connector and damaged cable. 3-2. Design record/manufacturing record/repair record review <design record> not applicable because the malfunction is not caused by the design. <manufacturing record> unable to check the record because the concerned device was manufactured more than 15 years ago. <repair record review> all replaced in 11.2019. Dl22225938-1 attached document (7101949209.pdf) 3-3. Risk assessment ·we checked rsa for the phenomena. Intermittent image tier classification:tier2 universal failure code:(B)(4). Cable is damaged, loose, and twisted. Tier classification:tier3 universal failure code:(B)(4). Corrosion on the contact of the connector. Tier classification:tier3 universal failure code:(B)(4). Scratches on the main body tier classification:tier3 universal failure code:(B)(4) 3-4. Complaint review <malfunction history at the same facility> no complaint was found that is identical or similar to the reported events with the same device and at the same facility. <similar complaint> as a result of the review, the similar complaint is (B)(6). The similar complaint is (B)(6). 3-5. CAPA history review not raised in CAPA. 3-6. Other none 4. Feedback to the customer none 5. Request for complaint initiator none 6. Remarks [classification of response]: final [judgment]: not subject to judgment. [Current product treatment methods (reasons for judgment)] : because the device has not been returned. [Investigated by]: (B)(6) [contact information]: extension number: (B)(4) external number: (B)(4). [E-mail]: (B)(6). [Translated by]:ai hirosawa [investigation result]: refer to f22225938-1-final.xlsx

Event description:
Olympus (omsc) was informed via repair request that the customer camera head has an intermittent image defect, ¿image disappears temporarily¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, an intermitted image most likely due to a communication failure caused by water immersion of the connector. Additionally, the cable was found to be damaged, loose, and twisted, corrosion was found on the contact of the connector, and scratches were found on the main body; however, these defects are not considered severe enough to cause a potential adverse event. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed an intermittent image most likely due to water immersion of the connector. The specific root cause of the water immersion of the connector could not be determined at this time. Olympus will continue to monitor field performance for this device.